Event description:
It was reported that the patient experienced a syncopal episode which caused the patient to fall and hit her head on the pavement, requiring stitches. The lead exhibited over sensing. The patient was released and would be returning for further lead testing.